Manufacturer narrative:
The insulin pump was received with intermittent act and up button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Device had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the number son the screen kept scrolling. The customer stated the insulin pump was exposed to rain. Blood glucose value was 96 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.